Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis summary: at analysis it was noted that the unit did not start up with the included battery because the battery voltage was too low. It was additionally noted that one bail and one bail cover were missing. An incoming test was performed and the unit passed. The unit was cleaned and inspected, the battery replaced, a new bail and new bail cover were installed and the unit was retested on the automated test system and passed. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's buttons did not respond, making it impossible to regulate the settings. It was further reported that the screen did not show anything, and that this device had previously been sent in for repair. The generator has not been received into service. No patient complications have been reported as a result of this event. It was further reported that the product had been received into service.